Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain') and genital haemorrhage ('complications from essure removal procedure: internal bleeding, required blood transfusion when bleeding was stopped') in a 29-year-old female patient who had essure (batch no. B76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, rash, headache, photophobia, ovarian cyst and uterine bleeding. Denies exposure to woods (not an 'outdoors person'). Concomitant products included ibuprofen and tramadol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain, subumbilical region"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy. (Bilateral}, hysterectomy. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, vaginal haemorrhage, weight decreased and abdominal pain lower had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for dyspareunia, pelvic pain, abdominal pain. Current weight 189 lbs. 3 coils on right, 1 coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Normal uterus with tubal blockage. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal), genital bleeding, lower abdomen pain, weight loss" were added. Outcome of events " abnormal vaginal bleeding, dyspareunia, pain, weight loss" were updated as recovered. Concomitant drug, medical history and lab data were added. Reporter information was added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain') and genital haemorrhage ('complications from essure removal procedure: internal bleeding, required blood transfusion when bleeding was stopped') in a 29-year-old female patient who had essure (batch no. B76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, rash, headache, photophobia, ovarian cyst and uterine bleeding. Denies exposure to woods (not an 'outdoors person'). Concomitant products included ibuprofen and tramadol. On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain, subumbilical region"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy. (Bilateral}, hysterectomy. (Partial)). Essure was removed on 20-apr-2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, vaginal haemorrhage, weight decreased and abdominal pain lower had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for dyspareunia, pelvic pain, abdominal pain. Current weight 189 lbs. 3 coils on right, 1 coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion normal uterus with tubal blockage. Batch no b76526 production date 2013-10-01 expiration date 2016-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy. (Bilateral}, hysterectomy. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and fatigue had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for dyspareunia, pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events added- dyspareunia, pelvic pain, abdominal pain, menorrhagia, fatigue. Updated outcome of all events to recovered/resolved. Date of removal, reporters, patients dob and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.